Event description:
It was reported that patient received a patient notifier for out of range, rv lead impedance. Lead was explanted and replaced. Patient is doing alright.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 45.2-45.3cm, 45.7-46.1cm, and 48.2-48.7cm from the distal tip, consistent with lead friction to the device can. External insulation abrasion was noted at 29.8-31.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. Fracture of the outer coil close to the crimp sleeve to the connector ring was noted consistent with fatigue. This fracture is consistent with the field observation of lead impedance anomaly.